Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced low blood glucose level of 54 mg/dl. The customer reported that the insulin pump was rewound. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food and orange juice. Customer's husband stated that no troubleshooting regarding low blood glucose was needed as they were able to gave customer orange juice and that they would monitor customer's blood glucose level. Insulin pump will not be returned for analysis.